Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive and power supply were evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system was intermittently losing the cine connection. Additional information was received from the field service engineer confirming that the system was unable to save cine sequences. No patient serious injury or death was reported related to this event.